Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (ess205) (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acidophilus. Past adverse reactions to the above products included rash with acidophilus. Concurrent conditions included uterine bleeding, body mass index normal, cervicitis, endocervicitis, vulvovaginitis, leukorrhea, mittelschmerz and bleeding intermenstrual. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain / pain") and back pain ("lower back pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rash"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and abdominal pain lower ("cramps"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy) and surgery (underwent ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity, female sexual dysfunction, rash, migraine, headache, fatigue and weight increased outcome was unknown and the back pain, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, migraine, pelvic pain, rash and weight increased to be related to essure (ess205). The reporter commented: around (B)(6) 2015 patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. (B)(6) 2007 : x-ray ¿ hysterosalpingogram : there was no evidence of extension of contrast from the uterus into either fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming dyspareunia,dysmenorrhea,pelvic pain,back pain". Most recent follow-up information incorporated above includes: on 28-feb-2018: events- "abnormal bleeding (general), allergic or hypersensitivity reaction, apareunia (inability to have sexual intercourse), rash, migraines, headaches, dyspareunia (painful sexual intercourse), fatigue, weight gain, cramps", reporter, concomittant condition added from pfs. Concomittant condition, lab data, lot number added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient who had essure (ess205) (batch no. 58565) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acidophilus. Past adverse reactions to the above products included rash with acidophilus. Concurrent conditions included uterine bleeding, body mass index normal, cervicitis, endocervicitis, vulvovaginitis, leukorrhea, mittelschmerz and bleeding intermenstrual. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and back pain ("lower back pain"). In june 2017, the patient experienced pelvic pain ("chronic pelvic pain / pain / pain"), rash ("rash / rash"), headache ("headaches / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia"), fatigue ("fatigue / fatigue"), menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic or hypersensitivity reaction"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines"), weight increased ("weight gain") and abdominal pain lower ("cramps"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy) and surgery (underwent ablation). Essure (ess205) was removed on 11-mar-2015. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, hypersensitivity, female sexual dysfunction, rash, migraine, headache, fatigue, weight increased, menorrhagia and vaginal haemorrhage outcome was unknown and the back pain, dyspareunia and abdominal pain lower had resolved. The reporter considered abdominal pain lower, back pain, device dislocation, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: around mar-2015 patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Current weight 185 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.3 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion (B)(6) 2007 : x-ray ¿ hysterosalpingogram : there was no evidence of extension of contrast from the uterus into either fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: confirming dyspareunia,dysmenorrhea,pelvic pain,back pain" most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia and dyspareunia, fatigue, pain, headaches, rash clubeed to previous events. Reporter information was added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2007, the patient had essure (ess205) inserted. In 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain") and back pain ("lower back pain"). The patient was treated with surgery (underwent pelvic surgery). At the time of the report, the device dislocation, pelvic pain and back pain outcome was unknown. The reporter considered back pain, device dislocation and pelvic pain to be related to essure (ess205). The reporter commented: around (B)(6) 2015 patient required surgical intervention to address her complications, patient underwent a pelvic surgery to try and alleviate the symptoms. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical event is not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. Most recent follow-up information incorporated above includes: on (B)(6) 2017: f/u-summons received-the earlier event injury nos was replaced with the events migration of essure device, chronic pelvic pain and lower back pain. Reporter lawyer added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.